Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2016, plaintiff underwent placement of an angiodynamics bioflo product. The device was implanted by dr. (B)(6), m.d., at (B)(6) hospital in (B)(6) for the purpose of providing treatment for sickle cell disease. On or about (B)(6) 2018, plaintiff went to (B)(6) hospital due to persistent pain and tenderness associated with the bioflo. Plaintiff's medical staff drew labs on or about (B)(6) 2018, for further testing. On or about (B)(6) 2018, plaintiff's labs at (B)(6) hospital came back positive for candida albicans, an infection caused by the bioflo port implanted in plaintiff. Medical staff determined plaintiff's defective device had to be removed. On or about (B)(6) 2018, plaintiff was taken into surgery for removal of her defective bioflo port by dr. (B)(6), m.d., at (B)(6) hospital. The catheter tip was sent for testing, after removal, and confirmed that the port was the source of the infection. As a result of having the bioflo ports implanted, plaintiff has, allegedly, experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgeries, and has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and present and future lost wages.

Manufacturer narrative:
The customer's reported complaint description of 'patient infection' cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port/catheter device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue. No device history record (DHR) review was conducted since there was no reported lot # and DHR review of ship history report lots was not performed since item # is unknown. Similarly, no review of sterilization load release records could be performed since lot number is unknown. Labeling review: the dfu (14600310-01) provided with the bioflo port device contains the following precautions: precautions · carefully read and follow all instructions prior to use. · only licensed health care practitioners should insert, manipulate, and remove these devices. Intended use/ indications for use: the bioflo port with endexo technology, bioflo dual port with endexo technology and the bioflo port with endexo and pasv valve technology are indicated for patients who require long-term access to the central venous system for administration of fluids including but not limited to hydration fluids, chemotherapy, analgesics, nutritional therapy and blood products. The device is also indicated for blood specimen withdrawal. Contraindications: · presence of infection, bacteremia, septicemia or peritonitis. Warnings: · the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Potential complications: · bacteremia, · inflammation, · infection, · implantation site necrosis or infection, · tunnel infection. Use and maintenance: procedure [for port access/lock]: · perform hand hygiene before and after all vascular access procedures. · prepare skin with antiseptic solution per institutional protocol. · aseptically locate and access port including use of sterile gloves and mask per the non-coring needle dfu. · add dressing and stabilization per institutional protocol. · assess the access site, port functionality, change dressing and replace non-coring needle per institutional protocols. · after therapy completion, flush and lock port per institutional protocol. · when therapy is complete, remove the non-coring needle per product dfu and cover site according to institutional protocol. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).